Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail, the customer was hospitalized due to low blood glucose event. Customer stated lows sneaked up on her. Customer didn't indicate it was due to issues with the device. Her spouse called the emergency medical services, which have gone to her home a couple of times due to her passing out. Customer has had other lows were she passed out and no medical services were called, spouse just treated her. Customer stated part of her leg had to be amputated due to infection last year. Customer is not returning the device for analysis.